Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Offset reamer failed during the procedure. Doctor used a straight reamer as a replacement.

Manufacturer narrative:
An event regarding a seizing and nonfunctional glenoid reamer shaft was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed with a similar event. It was confirmed by the mar group to be a similar event. The report concluded, ¿the output bevel gear of the angled reamer driver was found to be fractured. Notable corrosion product was found on this gear. Metallographic examination concluded that the part is likely failing from corrosion induced hydrogen embrittlement. No material or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar reported events for this lot ID. Conclusions: the investigation concluded that the event is associated with a CAPA investigation to further investigation similar reported events. As a result of this CAPA, a design change was implemented in 2013. As this device was manufactured in 2012, it was confirmed the device is within the scope of the CAPA and was manufactured prior to the re-design.

Event description:
Offset reamer failed during the procedure. Doctor used a straight reamer as a replacement. Update: failure was gears froze up during reaming.